Event description:
During a laparoscopic total hysterectomy, the physician used the first device and a seal short circuit error displayed. After 5 minutes, the probe damage error displayed. On examination and after cleaning the first device, it was noted that a half of the ptfe pad was missing. Extensive search of the body cavity was undertaken using suction and irrigation, but the missing piece was not located. The first device was replaced with the second device. After 5 minutes, the error displayed. It was noted that the ptfe pad was hanging off the probe tip. It had loosed but not detached. The physician replaced the second device with bipolar device and the procedure as completed. There was no pt harm reported.

Manufacturer narrative:
The eval confirmed that the part of the ptfe pad of the second device partially separated. There was a contact mark of the probe and jaw. The manufacturing history was reviewed, with no irregularities noted. Based on the eval and the past cases with the same model, it is known that by continuously activating output without grasping anything in the grasping section including after the tissue separated, the ptfe pad severely wears, and the distal end of the pad separates from the grasping section. In the course of separating, since the distal end of the ptfe pad wore severely and became thin, the probe and grasping section became contacting each other, and the scratches indicating that the probe and grasping section were in contact with each other were made. Due to the contact during activating output, some error displayed. Note that the instruction manual prohibits activating output while grasping nothing in the grasping section (including after the tissue separated). The description in the instruction manual is cited below. Do not activate output for an extended period while the grasping section is closed without contacting tissue. Based upon the finding of the eval, this report appears to be related to user handling. This report is being submitted as a medical device report in an abundance of caution. This report is one of two reports, cross reference MFR report number 8010047-2013-00546.